Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. The customer was assisted with troubleshooting for auto mode readiness. Customer was also reported that the insulin pump was not accepting calibration and received change sensor. Customer was advised to make sure that the blood glucose level to lower to around 150 mg/dl. The insulin pump will not be returned for analysis.